Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the channel alarmed for patient side occlusion. There was no occlusion noted, the IV was flushed and working well, but the user could not clear the error. The infusion was changed to a different channel with no issues, however the patient had a minor drop in blood pressure. There was no report of lasting harm. Biomed reported the iuis to be "defective" with no details of the defect provided.